Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for an anchor detachment. The exact root cause was unable to be determined. The likely cause was determined to have been anchor detachment due to excessive tensile force or non-deployment pullout with the component still within the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: rcis registered technician. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that involved angio-seal closure device was used in the femoral artery after a coronary left heart cath procedure. Per registered tech, the common femoral artery wasn't presenting any disease and stick location was adequate. Upon pulling back the device the suture and collagen was seen to be outside of the patient and the anchor was not accounted. It was unsure how the anchor wasn't found, and the collagen exited the patient while pulling back the device for deployment. The patient was monitored, and pulses were normal and was discharged without delay. The patient was not injured, and medical or surgical intervention was not required. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received 04 oct 2023: there was no reported blood loss. No pressure was applied when the device malfunction. Patient condition was stable. No concomitant devices were used with the involved device. No additional force when pulling, during deployment. It cannot be confirmed if the anchor was left in the patient. The collagen was deployed. There was no visual confirmation of the device showing the anchor missing. An ultrasound was performed to locate the anchor. The plastic anchor piece of the device couldn't be found.